Event description:
The facility representative reported a broken door handle assembly. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the device and found a cracked door assembly with the latch broken off. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.